Event description:
Darutumumab infusion started. Tubing with filter, right as medication started on the pump blood started to back flow into the filter tubing. Attempted to keep medication running but blood continued to back flow due to slow rate of infusion 20ml/hr. Filter clamped to prevent further back flow and discarded (approximately 1 ml of medication left in malfunctioning tubing), replaced with new filter and infusion started.